Event description:
The account alleged the bed has no hydraulic functions except for foot hi/low up. No injury reported.

Manufacturer narrative:
The account had previously replaced the hydraulic manifold and there is fluid leaking from the bottom of the manifold. No further info is available on the repair of the bed at this time.